Event description:
It was reported that the vns patient passed away. The patient passed away alone and was found lying down on the floor. The neurologist indicated that an epileptic seizures is the most probable reason for death. An autopsy is planned. The patient was receiving vns therapy at the time of death. The patient did not experience any response to vns. The believed cause of death is sudep. The patient was compliant with antiepileptic medications.

Manufacturer narrative:
.